Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was explanted due to an infection.

Manufacturer narrative:
Additional information: according to information received from the field, the device was explanted due to skin flap dehiscence with device exposure and implant site infection. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. The patient was re-implanted with a new device.

Event description:
The device was explanted due to an infection.